Event description:
The reporter stated that the stopcocks were cracking while infusing p.o. Formulas. The reporter further stated that they had experienced 5 incidents (3 in one day) however additional information was not provided. No patient injury or treatment was associated with these issues.